Event description:
Customer reported dripping fluid between the smartsite valve (2000e) and syringe tubing (c25006). The cap (assumed to be the 2000e) was removed and reapplied, but the dripping continued. Smartsite cap (assumed to be the 2000e) and syringe tubing (c25006) were changed and the dripping stopped. Based upon this description it is unclear which item was at fault. There was no pt harm and no medical intervention required. Customer stated that no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Investigation pending.